Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the preoperative diagnosis for inferior vena cava filter placement was deep venous thrombosis of the left lower extremity and a history of pulmonary embolism. Using a modified seldinger technique access was gained to the right femoral vein and the filter was deployed around the level of l2. A completion venacavogram revealed no evidence of abnormality and excellent placement. The patient was hemodynamically stable at the conclusion of the procedure. Approximately nine years nine months post filter deployment, a kub demonstrated the filter at the level of l2 and a small wire fragment overlying the right l3 transverse process. The physician recommended a CT scan for further evaluation. Twenty three days later, a CT scan demonstrated a detached filter limb in the retroperitoneal fat abutting the medial border of the right kidney. The CT scan also demonstrated multiple filter limbs extending through the wall of the ivc with one limb extending through the posterior wall of the abdominal aorta, that the physician felt to be clinically insignificant. There was no evidence of para-aortic fluid or hemorrhage. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. Approximately nine years after deployment, a kub demonstrated the filter at the level of the l2 vertebrae and a small wire fragment overlying the right l3 transverse process. A CT scan demonstrated a detached filter limb in the retroperitoneal fat abutting the medial border of the right kidney. The CT scan also demonstrated multiple filter limbs extending through the wall of the ivc with one limb extending through the posterior wall of the abdominal aorta, that the physician felt to be clinically insignificant. Based on the medical record review, limb detachment and perforation of the ivc can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately nine years nine months post vena cava filter deployment for dvt and pe, diagnostic imaging demonstrated a detached limb in the retroperitoneal fat abutting the right kidney; and multiple limbs extending through the ivc wall, with one limb extending through the abdominal aorta. There was no evidence of para-aortic fluid or hemorrhage. No additional information was provided in medical records received.